Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user and bending of the needle during use contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, the device primed successfully. During the acoustical check the doctor removed the needle cap and the saline was squirting out in a spray. The device was primed a second time and appeared to work fine. During the procedure the doctor stated that the device did not feel right and it sounded like air was leaking from somewhere. The procedure was stopped and the device was reset; the procedure proceeded. At 1:05 cutting time the doctor stated that he felt the needle break. The needle remained in the patient after the microtip was removed. The doctor removed the needle from the patient using his fingers. Another microtip was obtained and the procedure was completed with that microtip. The doctor had received the user bulletin on proper axial technique and it was reported that he was being careful in regard to the way he used the microtip. There was no harm, injury or complication to the patient caused by the failure.